Event description:
It was reported that during a pci procedure, the physician experienced slow deflation of the balloon. The lesion being treated was located in the 90% stenosed proximal right coronary artery (rca). The lesion was not predilated. The stent was deployed with two inflations, first at 11 atms and the second at 15 atms. The delivery device was pulled back into the guide catheter between inflations. The balloon deflated completely, however, the physician felt that it took longer than usual for deflation. The pt did not experience any adverse symptoms during the procedure, and the procedure was successfully completed with this device. Pt status was reported as 'good.'